Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. 10ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 14ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for deflation issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular technologist (cvt). A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported an unknown issue with a tr band. Additional information was received on 31 mar 2023: the type of procedure was a diagnostic coronary angiogram with right heart catheterization (rhc). The tr band was applied as usual post procedure. Patient was transferred to stretcher from cath table, and it was noted at that time the band had deflated and patient was bleeding. Hematoma formed, estimated softball size. Manual pressure applied for 10-15 minutes to control bleeding. A second tr band, regular size, was applied. Hemostasis at site was obtained. A coban wrap was applied to patient starting proximal to tr band, up to bicep area. The purpose was to control the hematoma. Patient transferred to cvpr for recovery post catheterization. Approximately 2hrs later the cath lab team notified by cvpr registered nurse (rn) that the hematoma was not resolved. Coban wrap removed and a new wrap applied. There was 18ml of air introduced into the inflation syringe before connecting to band. Unknown amount of air was entered into tr band before titration air and flash of blood was observed. 14-15ml air was needed to obtain hemostasis. Band deflated while patient was still in cath lab. Unsure of where on band air was escaping. Recovery and titration of band data: time band was scheduled to stay inflated before titration began: 1.5 hr post initial hemostasis. Time band actually stayed inflated before titration began: 1.5 hr. Rate in which titration occurred: 2-3ml. Band self-deflation was not visualized by the cvpr registered nurse (rn) as it happened. Hematoma was observed. Intervention used to manage deflated band by applying a second tr band in the cath lab and manual compression was held while in the cath lab. There were no visualization of band self-deflating during recovery. The patient arrived from cath lab (cl) with tr band inflated with 14-15ml air. Upon arrival it was noted patient had venous pooling in hand, purple in color and coban wrap on forearm to bicep. 1st titration was to occur 1.5hr after hemostasis achieved. At first titration patient started to bleed at site. Air reintroduced into band to stop the bleed. Band stayed inflated for 1.5hr. 2nd attempt to titrate patient bled again. At 2nd titration attempt it was noted hematoma forming distal to band in hand. Physician came out to assess patient. He proceeded to apply manual bp to arm and inflated above systolic pressure, he removed band and positioned it more proximal to access site. Band reinflated with 9ml air. A new coban wrap was applied to patient. A. Timeline: 1530 md assessment, band repositioned, new coban wrap. Patient arm elevated and icey compress used. B. 1810 - titration of band began w/o bleeding, c. 1830 - band removed, d. 1930 - patient discharged home with coban wrap in place and dressing over access site. Patient instructed to leave dressing in place until morning. If concern of bleeding or anything abnormal, patient was to go to the emergency department (ed).